Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a 7.5mm longitudinal tear starting 2mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.